Manufacturer narrative:
One fogarty thru-lumen embolectomy catheter with attached bd 3ml syringe was returned for evaluation. Blood was visible on the catheter body. As received, the balloon latex, distal windings, and proximal windings were missing and not returned for evaluation. The catheter tip was found to be broken off and the broken tip was not returned. Cross surface of broken section appeared uneven and rough. Catheter body appeared to be stretched and usable length was measured to be 32.86", which was out of specification. Per IFU, "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume and pull force for each size catheter. See specification table." Visual examination was performed under microscope at 20x magnification and with the unaided eye. Customer report of catheter separation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Additionally, follow-up regarding patient status was defined as patient has been transferred to general ward from ICU. No further information was obtained.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Event description:
It was reported that the distal portion of the fogarty thru-lumen embolectomy catheter balloon separated from the proximal marker and remained in situ during use. The issue occurred during a thoracic endovascular aortic repair for dissection of descending aorta and an embolectomy of vascular prothesis in the left femoral artery. An attempt was made to retrieve the separated portion of the catheter but it remained in the popliteal artery and the procedure was completed. The physician commented that he had yanked the catheter with force several times. The patient has remained in ICU intubated with paraplegia possibly caused by the dissection. The patient status was reported as being under treatment.